Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not being returned, it was retained by the customer, therefore unavailable for a physical evaluation. Since the complaint device was not returned, we cannot determine a root cause for the reported failure. If additional information or the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device lot number (m18ab1533), and no non-conformances related to the reported complaint condition were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary the complaint device was received and evaluated. During the analysis of the device, it was deemed that the motor presented a failure; however, as the motor cannot be disassembled to perform a repair, the devices must be discarded. The front seal of the motor is allowing saline to enter the motor during use. This causes the handpiece to stop functioning. This fault affects the reliability of the handpiece but does not adversely impact patient safety. A manufacturing record evaluation was performed and no non-conformance was identified. The products produced with the original design (rev a) are not serviceable. The root cause is attributed to manufacturing involving a design change. Most of the complaints received to-date are related to failed motors with evidence of water intrusion and manifested as malfunctioning or seized motors, therefore; the devices are under service discontinuation. This product issue is already being addressed by depuy quality system. Further investigation and assessment are covered under the CAPA in our quality system. Depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
It was reported by a healthcare professional in switzerland that during an unknown procedure on (B)(6) 2023, it was observed that the fms tornado micro ii hand controlled shaver handpiece device did not shaven nor suck anything. According to the report, they increased the suction on the pump and changed the rpm but nothing changed. Another like device was used to complete the procedure with a delay of two minutes. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The device manufacture date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H4: the device manufacture date was reported as unknown on the initial report; and has been updated accordingly.